Event description:
The customer was brought into the emergency because they had signs of dka. The customer was visiting family member. It was stated that the customer was unconsious when admitted. The customer was in intensive care unit at the time of call. Troubleshooting was performed. The pump passed all the tests, however, it was noted a large amount of air bubbles in the tubing and the family member and the customer mentioned receiving some alarms, but they did not know why the pump was alarming. The alarm history was reviewed and found several no delivery alarms.